Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The additional mini trek device referenced is being filed under separate medwatch report.

Event description:
It was reported that the procedure was to treat a mildly calcified proximal posterior descending artery (pda) that was 85% stenosed. Additionally, the right ventricular branch was treated and was 85% stenosed. The mid rca was 50% stenosed. Two unspecified whisper guide wires were advanced through an unspecified guiding catheter in the pda and rca. Pre-dilatation was done with a 1.5 x 20 mm mini trek balloon dilatation catheter (bdc) at 12 atmospheres. However, the bdc met resistance with the guide wire during removal as the balloon would not deflate. Therefore, access to the lesion was lost, and the bdc and guide wire were removed together with the guiding catheter, with the balloon stuck inside it. An unspecified stent was then implanted in the pda to successfully complete the procedure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). The UDI is unknown because the part number and lot number were not provided.the device was returned for analysis. The reported difficulty to remove was able to be confirmed. A review of the lot history record and complaint history of the reported lot could not be conducted because the part and lot number were not provided. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.